Event description:
It was reported by the customer "we are having issues with our huber needles of various sizes." The exact quantity of needles with this issue wasn't reported to bd vascular access department by the customer. 02/17/2023 - the returned needle exhibited a crack.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 1¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. A crack was observed in the y-site luer, extending from the orifice nearly to the branch site. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the crack in the y-site. Microscopic inspection of the crack revealed a granular fracture surface. The crack occurred along a weld line in the molded material. Material discoloration and abundant superficial stress cracks were observed in the vicinity of the fracture. The fracture appeared along a feature in the material that occurred during the molding of the y-site component and appeared to be the result of that weld line feature. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.